Event description:
The customer reported that the system would not display a fluoroscopy image. The field engineer noted that the system was intermittently not exposing x-ray. Thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a part. The system operates as intended.